Manufacturer narrative:
No frozen screen noted. Unit was received with a missing segment/partial display anomaly. Unable to perform self test, and displacement accuracy test due to missing segment/partial display anomaly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display anomaly, problem isolated to lcd board. The test reservoir locked in place properly. Unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker. No frozen screen noted. Missing segment/partial display anomaly, problem isolated to lcd board was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed and frozen display continued. No harm requiring medical intervention was reported. Mmt-754lwws was requested and customer response was the device will be returned.